Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. The root cause could not be determined. The second graftmaster stent indicated in the event description and in d11 is being filed under MFR# 9616290-2007-00023.

Event description:
This case was discovered during review of an article title "coronary artery perforation complicated by cardiac rupture during conventional pci" from the european heart journal. The article reported that the procedure occurred at department of cardiovascular surgery and the date of the procedure is unknown. A woman who was hypertensive, hypercholesterolemia patient on medical therapy for stable angina presented with worsening symptoms. There was a 50 % stenosis of the lca and a subocclusion of the rca. The patient underwent angioplasty of the rca using two balloon catheters and two stents. Then an angiogram revealed extravasation of contrast into the pericardium. The patient developed ventricular fibrillation, cardiogenic shock, and cardiac tamponade. This required cardiopulmonary resuscitation and pericardiocentesis. Two graftmaster stents (3.0 x 12, 4.0 x 19) were deployed to seal the rupture. However, severe blood extravasation still persisted, an occlusive coronary balloon was inflated and intra-aortic balloon pump (iabp) was inserted. The patient underwent emergency cardiac surgery. During the surgery, a covered stent and piece of a bare metal stent were removed. The patient had open heart bypass surgery and was weaned off of the iabp support. The patient died 48 hours after the open heart surgery.